Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article the use of trilaminate ptfe graft allowed early access, reduced need for temporary hemodialysis catheters, decreased overall graft complication rates and significantly improved 1-year patency.

Event description:
Received an article titled "traditional versus early-access grafts for hemodialysis access: a single-institution comparative study." The study was to report on the safety and efficacy of the use a trilaminate ptfe vascular graft for early cannulation in hemodialysis. Per the article malfunction events included: stenosis/occlusion, poor flow.